Manufacturer narrative:
(B)(6). The lot was manufactured from march 24 - 25, 2020. The device was received for evaluation. Visual inspection via the naked eye showed no evidence of leak on or in any parts of the entire device. The bag that contained the device was dry. The outer and inner surfaces of the device were dry. The blue winged cap was observed to be securely tightened without evidence of wetness or leak. A functional leak test was performed by manually adding green colored water to the bladder. During fill, no evidence of leak was observed. After fill, the device was being monitored until the next day and no evidence of leak was observed. The reported condition could not be verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from an unspecified location after filling. There was no patient involvement. No additional information is available.